Event description:
Caller reported that the cartridge did not fit properly on the pump. Blood glucose level was reported as not exceeding 500 mg/dl, and there was no adverse impact on the customer¿s blood glucose level. Customer support instructed the caller to remove the pump case, inspect the pump and cartridge areas for damage or obstructions, and perform cleaning with an alcohol wipe. Although the initial attempt to reload the original cartridge failed, the caller was eventually able to load a new cartridge successfully and resumed insulin therapy.